Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated the event did not exclude the patients' discomfort caused by their own condition. There was no information indicating abnormal product.

Manufacturer narrative:
Initial reported corrected from manufacturing representative (rep) to consumer. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other: suicidality. Event date unknown. Country reported in (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-04-02 cf, ared (for, rep): information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for parkinson's disease. It was reported that the patient had a headache after the surgery. They got adjusted at the hospital, however there was no improvement. They went to many other hospitals however they were unable to explain the cause of the headache. They also experienced hand cramps and had a suicidal experience. They were unable to take care of themselves. There were not more than 50% of symptoms reduced. The cause of the symptoms and troubleshooting performed were both unknown. No further complications were reported as a result of this event.